Event description:
Pt underwent cardiac ablation procedure on (B)(6) 2013. Following procedure, pt was noted to have sustained a well demarcated burn to her right flank with blisters from the grounding pad. Wound care was ordered both during hospitalization and after discharge per a wound care clinic. No prior notice of the alleged event was reported until (B)(6) 2014.